Manufacturer narrative:
Tech services confirmed the blade is splitting down the seam from the top to the camera. Moisture was discovered behind a cracked camera lens. The blade was scrapped and the customer replaced. Customers are warned to inspect the product before and after every use to determine when the device begins to show signs of wear.

Event description:
During inspection the customer reported that the glidescope gvl 5 had a tip which had broken off. No patient harm.